Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of an administration blood set that was connected to a patient. The patient got one unit of blood infused and after approximately two hours the hospital staff connected a second unit of blood. The roller clamp had compressed the tubing and the line would not run. It appeared that the tubing had collapsed at the position where the roller clamp was closed, not allowing the flow of blood through the tubing. The hospital staff ran their fingers over the tubing point involved to try and reshape the tubing; however the blood still did not flow. A patient was involved but no injury was incurred. No additional information is available.